Event description:
We have received notification that a pt has identified and abused your housewide cadd pump pin code for IV narcotic administration. Pt was bolusing themselves with narcotics by using the clinician bolus pin code. Given all the info that is available online for both practitioners and consumers, our more savvy pts can find out how these administrative devices work in great details. Any housewide pin codes should be changed quarterly. Mfrs should perhaps change pin code functionality so that individual pin codes can be used for these devices as well as pca pumps. (B)(6).